Event description:
It was reported the screen is freezing up during interrogation and going white. It was also reported the motor is making a roaring/grinding sound. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the screen was freezing up and going white. The programmer was left on for three days after doing the interrogation and the screen remained as normal. Programmer system fan is noisy.